Event description:
Zenith endograft placed in 2003 without incident. At one year follow up, contralateral limb had migrated caudally one cm at overlap with main device. This was not evident on six month f/u films. Pt was treated with esle 12-55 limb extension to increase the device overlap, in 2004. Pt had no complications.